Manufacturer narrative:
See d4 expiration date, h4 and h5. The reason for this revision surgery the agent reported "(patient presented to clinic with weeping wound infection at post-op site following a previous revision surgery. Surgeon decided to remove/explant all implant components and implant cement abx spacer until infection clears. Surgeon said implants had grown in well and fracture had healed well around stem. Will revise at later date. Female 66 yrs)." The previous surgery and the surgery detailed in this event occurred 21 days apart. Patient previously had revision surgery due to an infection (reference (B)(4) ) note: the head, insert, spacer and bone screw in vivo time was 21 days. The remainder of the items in vivo time was 3 months, from a more previous revision surgery (see attached dtickets to verify). This evaluation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was the source or had a direct connection with the patient's infection. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery due to infection.